Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to controlled boards. A field service engineer replaced module controller board and reassembled the machine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), section g reporting office contact, section h device manufacture date. A review of the complaint history for s/n (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 10feb2021, was conducted. The review confirmed that no manufacturing nonconformances or production related failures were identified that correlate with the customer reported issue. The reported condition of "hardware failure and drawer not detected on bus" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order 01779054, the bd field service engineer (fse) reported that upon inspection found pmc failed, replaced and rebooted with no further issues. During dchu visual inspection: p/n 151903 01: received with thermal damage on integrated circuit u300. During dchu testing: p/n 151903 01: upon visual inspection, it was observed that there is thermal damage on the pmc board. Hence no further inspection was carried out. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer failed, preventing user from removing the required medication. As per part investigation, it was determined that thermal damage to component on the circuit board there were no adverse events or injuries reported based on this event.